Manufacturer narrative:
The investigation determined the service actions resolved the issue. The follow up actions were the field service engineer checked the instrument and there were water droplets coming from the sample probe. The probe, sample syringe valve, and pressure sensor were replaced. Patient samples were repeated and precision studies were performed. The precision results were within the acceptable range. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction events. Erroneous low results were generated by the cobas 8000 e 602 module. The events involved a total of 4 patients tested for elecsys probnp ii immunoassay the patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.